Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/31/2020. Device evaluation summary: the analysis results found that a cs40g device was returned inside its original package. Upon visual inspection, it was noted that the tyvek was adhered to the blister in the easy opening area. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition.

Manufacturer narrative:
Product complaint # (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the packaging was damaged so the sterility was compromised. Not used, so no patient consequence.